Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: a review of the black box and alarm history showed a call service 064 alarm. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly, with no call service 064 alarm during the investigation. The call service 064 alarm was unable to be duplicated. The pump¿s cover was removed, to find no intermittent conditions was to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the pump history showed a call service alarm that was never emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery